Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the stretcher.

Event description:
Info received indicates the brake is not holding. The caster will lock but continues to swivel from side to side when in brake.